Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 4 events were reported for this quarter. Product return status - 4 devices were received for evaluation. Evaluation status - 4 device evaluations are in progress. Additional information- 4 devices are not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device was reportedly leaking. 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 4 total events were initially reported. 4 previously reported events are included in this follow-up record.   Product return status 4 devices were received. Event confirmation status 3 reported events were confirmed; the cause traced to component failure. 1 reported event was not confirmed. Evaluation results 3 devices were found to be affected by a hole in the hose. 1 device had no device problem found.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device was reportedly leaking. 4 events had no patient involvement; no patient impact.